Manufacturer narrative:
Correction: the device was not returned to the manufacturer for physical evaluation. The entire lot has been sold and distributed. Batch record for the lot identified was reviewed and confirmed were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were found with acceptable results.

Event description:
A peritoneal dialysis patient called technical services while in fill 1 of treatment and stated that the tubing was leaking from the blue pin. Treatment was discontinued. During follow-up with the patient she confirmed the event and also confirmed that her effluent had remained clear after the reported event. The set was made available for evaluation.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis patient called technical services while in fill 1 of treatment and stated that the tubing was leaking from the blue pin. Treatment was discontinued. During follow-up with the patient she confirmed the event and also confirmed that her effluent had remained clear after the reported event. The set was made available for evaluation.